Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old male was on impella 5.5 support for acute myocardial infarction/cardiogenic shock (ami/cgs). The impella 5.5 support was successful for 11 days when saturated flows prompted pump removal and was replaced with an impella cp.

Manufacturer narrative:
The investigation for the reported saturated pump flow has been completed. The impella device was returned for evaluation. The product evaluation confirmed biomaterial on the impeller. Data log analysis also confirmed positioning issues and a motor current spike before saturated flow. Therefore, the cause of the saturated flow was biomaterial.